Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the kangaroo iris feeding tube enfit port broke at the soft rubber y port hub below the threads. Entire threaded port was removed. This caused leaking of enteral nutrition and tube replacement. No patient injury was reported.